Event description:
Health care professional reports home patient was hospitalized for fluid overload after using homechoice cycler for automated peritoneal dialysis therapy. Home pt was admitted to hosp on 8/29/98, and was dialyzed during hospitalization. Home pt was released on 9/2/98, and f/u with health care professional reveals home pt's condition has much improved. Health care professional does not attribute fluid overload to homechoice device but to social issues. Health care professional is working with home pt and family to address social issues.